Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty control panel. The device was evaluated and the reported issue was confirmed as it was noted that the arctic sun device was having a disk read error message and cannot start-up. The faulty control panel has been replaced. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was having a disk read error message and cannot start-up. It was connected to our patient since weekend, suddenly stop and alarm this morning with disk read error message on the screen. They removed from the patient and used another machine. Per review of wo on 13may2023, no adverse effect per follow up information received via email on (B)(6) 2023, unit was now with tech. Currently with tech being repaired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the arctic sun device was having a disk read error message. And cannot start-up. It was connected to our patient since weekend. Suddenly stop, and alarm this morning with disk read error message on the screen. They removed from the patient. And used another machine. Per review of wo on 13 may 2023, no adverse effect.